Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient presented to the emergency room due to the event; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis. Pd therapy was ongoing. At the time of this report the patient was recovering from the peritonitis event. No additional information is available as the reporter declined follow up.